Event description:
Following a diagnostic left heart catherization, the duett pro was deployed at the brachial closure site. Immediately following deployment, the patient developed extreme pain and loss of radial pulse in the left hand. The patient was moved immediately to surgery, where a fogarty catheter was used to remove thrombus, in conjuction with thrombolytics. Two additional attempts to restore flow were made. Two weeks after the original procedure, and amputation was made above the elbow. Four days later the patient was discharged from the hospital and transferred to a rehabilition center.